Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was not provided. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. D9, h10, type of investigation code 4114 - remove, investigation findings code 3221 -remove, investigation conclusion code 67 - remove, type of investigation code 4118 - added, investigation findings code 3233 - added, investigation conclusion code 11 - added the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. D9, h10, type of investigation code 4114 - remove, investigation findings code 3221 -remove, investigation conclusion code 67 - remove, type of investigation code 4118 - added, investigation findings code 3233 - added, investigation conclusion code 11 - added.